Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from catheter tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery. An 8mmx40cm interlock .035 was selected for use. During the procedure, it was noted that the coil became stuck inside the distal part of an imager catheter. The device was then removed normally, however the coil was protruding from the catheter's tip upon removal. The procedure was completed with another of the same device. No complications reported and the patient is good.